Manufacturer narrative:
The failed device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
During the post-insertion x-ray, we noticed fluid leaking from the line about 1cm below the connector. We cut the line and used a new introducer to re-thread a new line into the same site.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: this complaint is confirmed, although no leak was found on the sample returned during testing with water and a 10 ml syringe. We received; 1. The proximal catheter end cut above the 26 cm marking including the fixation wing and 2. The extension line and the distal rest of the catheter with a length of 26 cm. The proximal part could be flushed easily, but the distal catheter part was clotted and therefore could not be flushed. The user described that the catheter was leaking 1 cm below the connector. We evaluated the proximal catheter part and found no leak, but since we received a complaint from another customer on a damaged product, we re-examined the catheter by flushing the catheter with air using a water bath. A pin hole leak was found at 6 mm distal to the fixation wing. To see a leak with water, a 5 ml syringe needed to be used. Small mechanical damage was found on the catheter tube. This occurred during overmolding process. Each catheter is leak and flow tested during production. A 100% visual test is carried out on each catheter. The tensile force of the catheter components is randomly checked. This is the first complaint received from the us market, resulting in a complaint rate of 0,09 permille regarding this defect. Corrective action: as a short-term measure, the test pressure for the 100% leak test was increased from 1.0 bar to 1.5 bar, the test plan was adapted accordingly, and the corresponding employees were trained in their routine. The setters have to convince themselves about the proper condition of all components. A tool card was implemented in medium term. The medical device safety officers decided that no external corrective action should be taken as it concerns a micro-crack with the leakage found. The supply of the patient is still ensured. Only a few drops escape at a pressure of min. 1.5 bar. The usual pressure of an infusomat, syringe pump and drip are well below 1.5 bar. The defect can cause leakage at a pressure of 1,5 bar. In the product's IFU the maximum bolus pressure allowed with this catheter is at 1,5 bar.

Event description:
During the post-insertion x-ray, we noticed fluid leaking from the line about 1cm below the connector. We cut the line and used a new introducer to re-thread a new line into the same site.